Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified it was additionally reported: reportedly the patient experienced pain, little vaginal bleeding, frequent urinary tract infections [unlikely related to coloplast product], urinary frequency, dysuria, acute cystitis without hematuria, urinalysis ¿ trace leukocyte esterase, wbc 5-15, trace bacteria, foreign material in vagina, hematuria, dysuria, trouble urinating, straining or bearing down to start urinary stream, feels like she has to push her abdomen or move in a different position to empty bladder, exposed vaginal mesh-anterior vagina, neurogenic bladder [unlikely related to coloplast product], urine cytology showed precipitated hemoglobin [likely related to calcium oxalate crystals in urine], mesh exposure-approximately 1 cm x 0.5 cm area of visible mesh exposure at 3 o¿clock position, approximately 1 cm proximal to vaginal introitus, urinary incontinence, nocturia, incomplete bladder emptying, vaginal bleeding, dyspareunia, low back, constipation, urge urinary incontinence, pelvic floor muscle spasm, frequent urinary tract infection, cystitis, mesh poking out of vaginal area into legs, bleeding from mesh, green/yellow vaginal discharge, approximately 2 cm of left arm of sling exposed and retracted away from underlying vaginal tissue, stress urinary incontinence, urge urinary incontinence, muscle spasm-pelvic and constipation.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device additionally experienced bladder/vaginal pain/discomfort x 2-3 years, pneumaturia. Cystourethroscopy ¿ normal, no evidence of mesh intrusion into bladder. Pelvic exam ¿ mesh erosion through vaginal epithelium at 3 o¿clock position.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an aris implanted in (B)(6) 2018. Reportedly, the patient experienced pelvic pain, groin pain, abdominal pain, vaginal pain, dyspareunia, bladder issues, and urinary issues, among other symptoms. Patient is currently receiving ongoing medical treatment for her injuries and is scheduled for mesh removal in the near future. Her future prognosis is unknown.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.